Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17jul2019.

Event description:
Nav-ring failure. It is unknown if the device was in use at the time of the event.

Manufacturer narrative:
PMA/510k: 01oct2019. Date of report: (B)(6) 2019. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported nav ring issue. The manufacturer¿s international service technician replaced the nav ring to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Nav-ring failure. There was no patient involvement.